Manufacturer narrative:
Reporter is a synthes employee. Part # 05.000.008, synthes lot number: 006524, supplier lot number: 006524, manufacturing site: (B)(4), release to warehouse date: 21-feb-2017, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the hand piece for battery powered driver was noted to be not working. The repair technician reported the device passed testing in all functions but the membrane vent is discolored and there is debris near the nose cone. Damaged component is the reason for repair. The cause of the issue is unknown. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown date during a normal product check-up on a hand piece for battery powered driver, it was noted to be not working. There is no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).